Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer¿s blood glucose level.